Event description:
It was reported that during a lap roux-en-y procedure the surgeon fired the device on the third firing to transect across the jejunum with a white reload . When he observed the staple line the staples in the third row on the distal end were malformed and in a w form. The cartridge was observed and the drivers were visible. He then used another white reload in that device to complete the procedure. Due to using blue reloads previously and some bleeding at the staple lines he used suture from the greater curvature of the stomach across the staple lines to secure as a precaution and to insure there was no leakage. There was no patient consequence reported. The device will be returning for analysis with the reload. A tissue container is being sent for the tissue with the staples. (B) (6).

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was fired a total of four times on porcine jejunum while using a wide variety of firing speeds. No malformed staples were observed on any of the firings.

Event description:
It was reported that the brakes were not working. No adverse consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.